Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: material #302830, lot #5238128. Verbatim: rcc received a complaint via email. Email(s) attached. Item #1. 20 ml syringe luer-lok tip. Ref 302830. Lot 5238128. Issue: the item is sealed yet looks like the syringe is incredibly dirty. This item could not be used to due to concern of quality, cleanliness, and patient safety. It was within the same package of others and other syringes in the same box did not look dirty or affected. Additional information provided: for (B)(4). 1. I was given the products on 10/31/2025. 2. There was no damage to the box.

Event description:
I was given the item on (B)(6) 2025.

Manufacturer narrative:
(B)(4) follow up for device evaluation. The item was reported as sealed; however, the syringe appeared significantly contaminated. To support the investigation, one sample in sealed blister packaging and two photographs were provided for evaluation by the quality team. Examination revealed that the syringe barrel contained embedded degraded resin. The photographs confirmed the condition of the returned sample, and no additional defects or imperfections were observed. Embedded degraded resin typically occurs during startup or intermittently throughout the injection molding process, when degraded material can break loose and become incorporated into components. A review of the device history record for material number 302830, lot 5238128, was conducted. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer¿s reported condition has been confirmed.